Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 800 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer attempted to self-treat with a correction bolus via the pump. Bg was subsequently treated with intravenous fluids of insulin and saline. Reportedly the customer sustained a kidney injury. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.